Event description:
Caller (pt's father) states the tube was placed in the pt by the caller on (B)(6) 2013. The caller reported that the item was pre tested per the dfu (directions for use) before insertion. Caller states that a bit of vaseline type lubrication was used. The caller reported that the pt has no abnormalities. Caller stated that on (B)(6) 2013, the pt went to the hosp for matters relating to pneumonia. On (B)(6) 2013, the facility staff noted that the pt's trach presented a leak and was not holding pressure. The hosp staff discovered that the air leak was coming from the pilot balloon line valve of the trach. The caller reported that the staff repaired the pilot balloon line with a repair kit and the trach remained in the pt until (B)(6) 2013. The tube was removed as part of routine trach replacement and replaced with a new like tube. Caller stated that no pt harm occurred in association with continued use of the tube.

Manufacturer narrative:
(B)(4). Investigation efforts are ongoing.